Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated rv (right ventricular) oversensing and a r-wave amplitude measurement issue. Minimum r-wave amplitude occasionally dips below 3mv between (B)(4) 2015 and (B)(4) 2016. Occasional t-wave oversensing identified in vt-ns episodes 8-14.

Event description:
It was reported that there was t-wave oversensing (twos) on the right ventricular (rv) lead. It was noted the r-wave seem to be very small from time to time. The lead remains in use. No patient complications have been reported as a result of this event.